Manufacturer narrative:
The malfunctioning device was returned for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
During the (B)(6) 2018 incident, the bifurcated microbore extension set was connected to my child's needless clave (which) is attached to his cvl), after being primed, and his nightly infusion was started. Within a minute, the patient noticed wetness and called me (the parent) to the bedside. Upon investigation, we suspected a leak; it was indeed but not gushing. I stopped the infusion and replaced the extension set with a new one (probably identical lot). Patient outcome: we watched closely and determined the new extension set was not leaking. We watched for signs of infection. Relieved, when he remained fever free for 48 hrs.

Event description:
During the (B)(6) 2018 incident, the bifurcated microbore extension set was connected to my child's needless clave (which) is attached to his cvl), after being primed, and his nightly infusion was started. Within a minute, the patient noticed wetness and called me (the parent) to the bedside. Upon investigation, we suspected a leak; it was indeed but not gushing. I stopped the infusion and replaced the extension set with a new one (probably identical lot) patient outcome: we watched closely and determined the new extension set was not leaking. We watched for signs of infection. Relieved, when he remained fever free for 48 hrs.

Manufacturer narrative:
The complaint and returned sample have been forwarded to the supplier of this component for investigation; additionally, vygon issued a supplier corrective action (scar) to the supplier. One sample was received in used condition inside a plastic bag for evaluation. The sample was visually inspected under magnification in order to detect any damages. Damages were seen in the center of the adapter. Functional testing was then conducted using a syringe to introduce water and check for leakage. Leakage was identified from the center of the adaptor. A review of manufacturing records for the provided lot number of 3578570 was conducted. The review confirmed that all in-process and final inspections had been completed and all results landed within manufacturing specifications. Although the report is confirmed, the evaluation was unable to point to a specific root cause for the issue found. Smiths medical regularly reviews and analyzes post-market data for new information or adverse trends; implementing corrections, taking corrective and preventive actions accordingly. Complaint data was reviewed and there was no trend found in relation to this issue. As a preventive action, an awareness meeting was held with manufacturing personnel and quality inspectors to raise awareness for the failure mode found. Complaint data for this issue will continue to be monitored.